Manufacturer narrative:
Qn#(B)(4). Customer returned one guide wire and lidstock for evaluation. The catheter was not returned. Visual inspection of the guide wire revealed 3 kinks throughout the guide wire body. Both the distal and proximal weld appear full and spherical and the distal j-bend is misshapen. Visual inspection of the catheter could not be completed since the catheter was not returned. The kinks in the guidewire measured 193mm, 354mm, and 445mm. The overall length of the guidewire measured 599mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured .795mm which is within specification of .788-.826mm per product drawing. The guide wire was passed through an inventory 7fr cvc catheter similar to the one provided in this type of kit. The guide wire was able to pass through the catheter with minimal resistance. A manual tug test confirmed both welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked in three locations throughout the guidewire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the cvc step was performed without complications. A venous return was obtained. When trying to advance the catheter guide; it bends and loses its shape and does not advance.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the cvc step was performed without complications. A venous return was obtained. When trying to advance the catheter guide; it bends and loses its shape and does not advance.